Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown; device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that a post market surveillance was conducted for 23 guage bd vacutainer® safety-lok¿ blood collection set as was required by the notified body for EU MDR ce mark and an infusate leakage complication was reported. Verbatim: the responder identifier is number (B)(6) with a procedure date of (B)(6) 23. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Infusate leakage. If yes¿detailed hazard including any medical intervention: no additional information provided. Customer is a physician office. A 23 gauge safety lok blood collection set was used connected to a infusion device. No additional information as customer requests to remain anonymous.